Event description:
It was reported that the battery could not be charged. Reportedly, the pump battery remained static at 25% despite prolonged charging with different cables, adapters, and confirmed working outlets. A pump reset was performed after which the battery level was 100%. There was no reported impact to the customer¿s blood glucose level. Caller was instructed to monitor pump and call back if issue recurred and acknowledged understanding of instructions.